Event description:
As reported by implant patient registry, approximately 7 days post transseptal tmvr procedure with a 29mm sapien 3 valve in the mitral position the valve was explanted due to unknown reasons. An edwards surgical valve was implanted. Per information provided by the field clinical specialist, this was a case of a sapien 3 valve in a ring in the mitral position. The mitral surgical ring was freshly implanted a week or two prior. The ring ''did not work'' so they decided to implant a sapien 3 valve. The sapien 3 valve worked fine. About a week post implant, the patient was having liver issues, so they brought the patient in due to a possible dissection in the aorta possibly causing it. The patient had atrial fibrillation, and they wanted to shock the patient out of it. However, the anesthesiologist wanted to perform a transesophageal echocardiogram (tee) to make sure it wasn't thrombus before they shocked the patient. Tee observations showed a significant portion of the ring had dehisced. The valve was in the same position, but the ring had dehisced and moved into the atrium. An emergency surgery was performed, and the sapien 3 valve and mitral ring was removed. A surgical valve was successfully implanted. The sutures failed/came loose due to the rings not being designed to handle high stress loads like a valve so soon. Once a ring is implanted and has 3 to 6 months on being in the patient, the scarring allows enough support.

Manufacturer narrative:
The investigation is ongoing. The valve was not returned for evaluation.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a medical record review. The following sections of this report have been updated: b.4, b.5, b.7, g.3, g,6 and h.2. The investigation is ongoing.

Event description:
Per medical record review 24 days pre-tmvr the patient underwent a surgical repair of an aortic dissection with aortic hemiarch graft repair extending from the sinotubular junction to the proximal arch. During the surgery there was an incidental finding of severe myxomatous mitral regurgitation with some component of fibroelastic deficiency of the anterior mitral leaflet also noted. A mitral valve repair was performed with a 32mm annuloplasty mitral ring during the same surgery. 5 days pre-tmvr a CT showed the mitral annuloplasty with a complete d-shaped ring with anchor sutures, measuring 31 mm commissure to commissure and 23mm anterior to posterior. No mitral valve or mitral annular calcifications. Additional 3-dimensional modeling and simulation was performed with a 29mm s3 valve for a possible valve in mitral ring procedure, which noted a risk for the anterior mitral leaflet to possibly obstructing the neo-lvot.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following section of this report has been updated: b4, g3, g6, h2, and h6. The complaint for ''valve deployment and position - interventional device interacts with pre-existing mitral valve/ring'' was unable to be confirmed due to unavailability of relevant imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. A review of edwards lifesciences risk management documentation was performed for this case. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. As reported, ''the valve was in the same position, but the ring had dehisced and moved into the atrium. They did an emergency surgery and removed everything and implanted a surgical valve. The sutures failed/came loose due to the rings not being designed to handle high stress loads like a valve so soon. Once a ring is implanted and has 3 to 6 months on being in the patient, the scarring allows enough support''. In this case, the implanted ring was likely not ready to sustain the stress or hold the deployed thv structure, which led to partially dislodge from the target. As noted, the implanted ring will need to 3 to 6 months to stabilize prior to implant the valve. As such, available information suggests that procedural factors (dehisced mitral ring) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no corrective or preventative actions nor product risk assessment (pra) is required.